Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd precisionglide¿ needlea 26g x 3/8 in experienced leakage. The following information was provided by the initial reporter: material no: 305110 batch, no: 9234179. Complaint 2 of 2 caller reported syringe and needle issues involving plunger not depressing into syringe prior to being filled with insulin and needle leaking while attempting to insert insulin into a cartridge. Number of occurrences - 2 syringes, 3 needles did the caller insert the needle into the cartridge and encounter fill resistance? - no product with issue - bd 3ml syringe, pn 309657 product with issue - bd 26 g, 3/8"" needle, pn 305110 product lot # - 9234179 did issue cause any injury? - no did customer require medical intervention? - no is product manufactured by bd? - yes".

Event description:
It was reported that 3 bd precisionglide¿ needlea 26g x 3/8 in experienced leakage. The following information was provided by the initial reporter: material no: 305110, batch no: 9234179. Complaint 2 of 2: caller reported syringe and needle issues involving plunger not depressing into syringe prior to being filled with insulin and needle leaking while attempting to insert insulin into a cartridge. Number of occurrences - 2 syringes, 3 needles. Did the caller insert the needle into the cartridge and encounter fill resistance? ¿ no. Product with issue - bd 3ml syringe, pn 309657. Product with issue - bd 26 g, 3/8"" needle, pn 305110. Product lot # - 9234179. Did issue cause any injury? ¿ no. Did customer require medical intervention? ¿ no. Is product manufactured by bd? ¿ yes. "

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 9234179. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.